Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Products: 188tc competitor lead 2012 (B)(6). (B)(4).

Event description:
It was reported that two years after implant, the patient developed a systemic infection. The source of the infection is unknown. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.